Manufacturer narrative:
Analysis confirmed the low impedance issue, which resulted from a failure within the device high voltage lead impedance measurement circuits.

Event description:
It was reported that during device upgrade procedure, the device was not implanted due to rv to ICD can short. Possible output circuit damage noted and impedance anomaly was observed.